Event description:
It was reported that the pump has been "empty for years". The patient was dismissed by her physician. Per the reporter, the pump "never worked right" and the patient could feel "when it was dispensing". The patient also experienced swelling by the catheter on her spine which was noted following new pump and catheter implant. An MRI was performed; the test results are not known. Additional information has been requested from the hcp, but was not available as of the date of this report.